Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. Information regarding the exact date of patient death is unknown. A review of the manufacturing and sterilization records showed no anomalies. Additional patient/device information: it was reported to medtronic neurosurgery that the patient had gone to the hospital due to trauma. According to the report, the physician performed an external lumbar drainage operation in the ICU. The report stated that one day after the implantation surgery, the patient got a fever and purulent cerebrospinal fluid. Reportedly, the protein count in the cerebrospinal fluid increased. According to the report, the cause of patient death was unknown. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient had a cerebrospinal fluid infection after implantation of the device. According to the report, the patient¿s wbc count was found to have increased. The report stated that the doctor explanted the product and treated the patient with an antibiotic. Reportedly, the patient died.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.